Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('benign fimbriated fallopian tube with chronic salpingitis') and pruritus ('itchy everywhere all day everyday') in an adult female patient who had essure (batch no. 740670) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine necrosis, uterine fibroids, metrorrhagia, gravida I, nulliparous, menorrhagia, uterine bleeding, heart transplant and stenosis ureteral. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus (seriousness criteria medically significant and intervention required), migraine ("migraines/ bright lights causes migraines"), fatigue ("chronic fatigue"), spinal osteoarthritis ("arthritis in your boy & degerative changes in your back") and anxiety ("I absolutely hate loud noises, it causes me anxiety"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pruritus, migraine, fatigue, spinal osteoarthritis and anxiety outcome was unknown. The reporter considered anxiety, fatigue, migraine, pruritus, salpingitis and spinal osteoarthritis to be related to essure. The reporter commented: at the completion of placement, 1 coil was seen on the left and 2 coils were seen on the right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received. Reporter information, patient's date of birth, medical history, date implanted, date explanted, lot number, event "benign fimbriated fallopian tube with chronic salpingitis" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('benign fimbriated fallopian tube with chronic salpingitis') and pruritus ('itchy everywhere all day everyday') in an adult female patient who had essure (batch no. 740670) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine necrosis, uterine fibroids, metrorrhagia, gravida I, nulliparous, menorrhagia, uterine bleeding, heart transplant and stenosis ureteral. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus (seriousness criteria medically significant and intervention required), migraine ("migraines/ bright lights causes migraines"), fatigue ("chronic fatigue"), spinal osteoarthritis ("arthritis in your boy & degrative changes in your back") and anxiety ("I absolutely hate loud noises, it causes me anxiety"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pruritus, migraine, fatigue, spinal osteoarthritis and anxiety outcome was unknown. The reporter considered anxiety, fatigue, migraine, pruritus, salpingitis and spinal osteoarthritis to be related to essure. The reporter commented: at the completion of placement, 1 coil was seen on the left and 2 coils were seen on the right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis lot number: 740670, manufacturing date: 2010/06, expiration date: 2013/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pruritus ('itchy everywhere all day everyday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required), migraine ("migraines/ bright lights causes migraines"), fatigue ("chronic fatigue"), spinal osteoarthritis ("arthritis in your boy & degerative changes in your back") and anxiety ("I absolutely hate loud noises, it causes me anxiety"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pruritus, migraine, fatigue, spinal osteoarthritis and anxiety outcome was unknown. The reporter considered anxiety, fatigue, migraine, pruritus and spinal osteoarthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Event medical device removal deleted and surgery added to pruritus based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fatigue after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraines/ bright lights causes migraines"), pruritus ("itchy everywhere all day everyday"), fatigue ("chronic fatigue"), spinal osteoarthritis ("arthritis in your boy & degerative changes in your back") and anxiety ("I absolutely hate loud noises, it causes me anxiety"). Essure was removed. At the time of the report, the medical device removal had resolved and the migraine, pruritus, fatigue, spinal osteoarthritis and anxiety outcome was unknown. The reporter considered anxiety, fatigue, medical device removal, migraine, pruritus and spinal osteoarthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter information was added. Events itching all over, chronic fatigue, medical device removal were added. On 23-mar-2020: follow up received from social media. Reporter information was added. Event degenerative arthritis spine was added. On 23-mar-2020: fu received from social media: new event anxiety was added. Reported event term was updated for event migraines. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.